Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: g4, g7, h2, h3, h6, h10. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall ¿vasoviewhempro vh-3500 ¿ 24 month complaint trend data for the period oct 2019 through sept 2021 was reviewed. The overall complaint rate was found to be 0.852%and is above the +3sd. Run rule triggered above the +3sd, in sept 2021, for the overall control chart and 'other-no malfunction" which is addressed in a cr. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device : (10/13 & 22) enter investigation findings: the device was returned to the factory for evaluation on 10/05/2021. An investigation was conducted on 10/13/2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be completely flexed and twisted away from the hot jaw from the base to the tip of the hot jaw with detachment at the tip of the hot jaw. The gray silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device, the reported failure "material twisted/bent wire" was confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. They said wire in jaws is bent and sticking out. Device was not used on pt. Was noticed prior to procedure. Case used different hemopro to do case. No pt was harmed.